Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The diagnostic report shows the alarm code, but the device did not alarm during evaluation. The fse performed extensive troubleshooting but did not get any alarm. A full performance verification testing was performed, and the device passed all tests successfully and returned to service.

Manufacturer narrative:
Reported: 03aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device displayed backup alarm failed (1104) error code. The customer reported there was no patient involvement at the time the issue was discovered.